Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a sensor that failed. They also had sensor discrepancies. The sensor reading was 94 mg/dl while their blood glucose was 194 mg/dl. The insulin pump was suspended. They then received a cannot calibrate and change sensor message. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.